Event description:
When performing searches from the ui client, the architect system software is not able to complete a find or search as specified, due to improperly handling several characters as wildcards. This issue was identified by abbott labs product quality/field quality assurance. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This issue was documented by abbott product quality/field quality assurance. On the architect system software versions 2.20 and 2.20 db using the graphical user interface (gui) find operation, it improperly handles several characters as wildcards by the sql server rather than the literal character in the search string. The wildcard characters are _ (underscore), % (percent), [ (left bracket) and ] (right bracket). The operator will get the correct results and potentially some additional data. The issue is confined to searches from the ui client. A review of customer complaints from 2006 to 2007 did not identify any additional complaints pertaining to this issue. Labeling: the architect operations manual in section 5: operating instructions; contains adequate information concerning the wildcard expression (*) and how to use.